Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was experiencing a no-power issue. Reportedly, the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/29/2015 with the following findings: an inexplicable 'power reboot event', which can be indicative of the type of power issue that was reported, was observed in the black box data. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), were used during the analysis. The battery compartment was observed to be cracked in the thread area and below the grip pad. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.